Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a dislocated flap wrinkle on the right eye (od) at 1 day post op exam. The patient's comment was that the right eye was a blurry and was more uncomfortable than the left eye. The flap was lifted and stretched to smooth out the wrinkle on the right eye. At 3 day post op exam, the patient's symptoms were resolved. Bcva from (B)(6) 2016: right eye: pre-op 20/20 -3.50 x -.25 x 115; left eye: pre-op 20/20 -4.00 x -1.00 x 164.